Event description:
It was reported to boston scientific corp, that during an anterior pelvic floor repair procedure, using a pinnacle anterior/apical pfr kit, the needle detached from the mesh leg assembly when the physician tried pulling the assembly through the right arcus tendineus with a hemostat, when the assembly became "stuck or lodged." The physician tried unsuccessfully to locate the needle by palpating the pt's tissue with his fingers. He then performed an x-ray, but still could not locate the detached needle. The procedure was completed with this device and a stand-alone capio suture, which prolonged the procedure by about 35 mins, with no further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.